Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows, it was noticed that the items are in packaging labeled 1.8mm with a length of 6mm. The screws contained in the packaging were 5mm. No patient involvement reported. This is 1 of 3 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed no conclusion could be drawn as no device was returned. Review of the DHR shows no complaint related anomalies.